Event description:
It was reported to medtronic neurosurgery in maude event report number (B)(4) that upon rounding and assessment of the pt, the nurse noted clear drainage in evd. He then noted that the fluids IV dilantin were infusing through the evd into the pt. Fluids were stopped and the neurosurgeon was immediately notified. The drain was flushed per the physician. No change in the pt's neuro status was noted. The nurse stated he did not trace line and inadvertently connected IV dilantin infusion to the stopcock on the evd tubing. The evd tubing did have the blue line and was labeled appropriately. As a result of the event, the ports on evd tubing were taped off.

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional pt information: it was later reported that there was no injury to the pt. The pt was reported to be transferred to an inpatient rehab facility on (B)(6) 2013.